Event description:
Complainant alleged that during inservice training by facility staff the multifunction cable caused a "check electrodes" message on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.